Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon could not close the jaws of the instrument to remove it from the pt. It was removed from pt by removing trocar and device together. Another device was opened to complete the case. There was no consequence to the pt.